Event description:
Medtronic received information from literature review that four years following the implant of this aortic root bioprosthesic valve (full root implant), the patient presented with dyspnea. Transthoracic echocardiography revealed aortic regurgitation, dilation and dissection of the sinus of valsalva. The valve was explanted. A bentall operation was performed by using a prosthetic graft and bioprosthetic valve. Intimal tear caused the aortic wall dissection and aneurysm of the freestyle valve. The device will not be returned.

Manufacturer narrative:
Product analysis: the product has not been returned to medtronic. Conclusion: device history record was unable to be reviewed as the serial number of the valve was not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.